Manufacturer narrative:
Mindray service team has conducted a on-site investigation, found the monitors and telemetry were connected to one hypervisor. Mindray service team has collected the log files and sent them back to head quarter for analysis, the root cause is under investigation. Mindray has loaned one hypervisor to the customer during the visit, thus, monitors and telemetry has been splitted onto two different hypervisors. Hypervisor 1 for monitors and hypervisors 2 for telemetry. The issue has not been reoccurred since then.

Event description:
Customer reported that central monitoring access not responding at times. Unable to admit or discharge to telemetry channels. No death or injury reported.

Manufacturer narrative:
With the returned log files and data, further investigation has been implemented by mindray. We analyzed the issue was related to the printer driver. Mindray service engineer visited the hospital and duplicated the issue with r&d's guidance, then he uninstalled the printer driver and re-installed the latest driver to the central monitoring system. The reported issue was fixed. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that central monitoring assess was not responding at times. Unable to admit or discharge to the telemetry channels. No death or injury reported.